Manufacturer narrative:
This follow-up MDR is being submitted to document the final investigation conclusions and to correct information provided in a previously submitted MDR. Section b3 (date of event) was incorrectly reported in the initial MDR and has been corrected. Section d9 has been updated to reflect that the device was returned to the manufacturer for investigation. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: the burnt tantalum capacitor on the pbm found during pm was likely due to electrical stress such as overcurrent or overvoltage. The exact root cause could not be conclusively determined.

Manufacturer narrative:
There was no patient use in the reported event. Section a was left blank. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
While performing preventive maintenance on an automated impella controller a burned capacitor was visually identified on the pbm board. No patient or user harm was reported.